Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg became inoperable and patient lost therapy. It is unknown if ipg depleted prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.